Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. The front shell/input connector assembly was replaced. The monitor passed the electrical safety test. The device was shipped back to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, the monitor displayed "video 1, no signal". No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.